Manufacturer narrative:
Note investigation summary the reported complaint is: "there was no event log, the reporter can't give a more specific data. The only information given. ¿it was set to deliver over 30 mins but it seems to have delivered the volume required over 15 mins.". The complaint is not confirmed. For this device it was neccesary that the eventlogs were downloaded and reviewed by an engineer and the answer was this: ¿engineering was not able to find any pump activity on june 11 as stated in the complaint. Only three (3) infusions of 30 minutes were found during the month of june, all of which were delivered as expected and ran for approx. 30 minutes as programmed. Engineering cannot confirm the customer¿s claim and finds the pump to be operating as per design. This does not warrant the device to be sent into service for repair.¿ during testing though it appeared that the device has a pressure detector problem and was fixed by changing it and recalibrating the device. There is no probable cause for the complaint but the damaged parts were replaced. The battery was replaced and the device passed all pvt tests. Device event log/alarm history was reviewed and distal occlusion error and proximal occlusion error alarms were found. A review of 12 month service history was performed and no relevant history was found.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 that was reportedly set to deliver an unspecified infusate over a 30 minute period but seemed to have delivered the required volume over 15 mins. It was unknown if there was any physical force impact to the pump or if anything was spilled on the pump. The pump was in clinical use at time of the event. Tristel was used as cleaning solution. There was no report of any harm.